Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received externalized conductors due to internal insulation abrasion were found at 7.6cm-9.7cm from the distal tip. The silicone insulation was abraded and the rv and sensing conductors were visible. External insulation abrasion was found at 40.3 cm-40.7cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was intact at these locations. (B)(6. No complaint received with return of device. Failure (event) observed during analysis.